Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the usm and distal suj components to perform failure analysis. The usm was analyzed and it was found to have an error 1007 on system logs indicating a power monitor error on the axes controller, carriage power (accp) board. The unit was installed on an in-house system and onto a psc fixture test platform (pftp) where, it presented no errors related to the reported event. The dsuj was analyzed and it was found to have an error 1008 indicating a fault on power monitor device. The unit was installed on a golden system and on a pftp where, it passed all relevant tests with no log errors. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the potential root cause for this failure, according to the system logs results, can be attributed to power issues resulted from the accp board located on usm, and from the axes controller tornado (act) board located on distal suj inner.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with the initial reporter and obtained the following additional information : the procedure was completed using three universal surgical manipulators (usms) with no patient injury. Patient demographics were requested but, site did not provide the information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the inner distal set-up joint (suj) and universal surgical manipulator (usm) on patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm and distal suj components; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the universal surgical manipulator (usm3) on patient side cart (psc) kept faulting with a recoverable error. The error would keep returning despite of customer pressing "recover" option. The customer then disabled usm3 in order to continue. The customer called in back to inform that they were unable to resolve the error even after hard power cycling the system. The procedure was completing as planned with no reported injury.